Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 300 mg/dl. The customer stated he was treated for high potassium and low sodium after running some test on him. The customer stated that he is on dialysis and his blood glucose has been high before. Troubleshooting was performed. The customer treated his high glucose level with manual injections, but his glucose level did not lower. The basal and bolus history were accurate. Ran a fixed prime test and the insulin did exit. The customer stated that the doctor believes is not the insulin pump issues as manual injections did not lower his blood glucose. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.